Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. The indications for use were intractable spasticity and multiple sclerosis. An infection after pump replacement was reported. It was unknown if there were any environmental, external or patient factors that may have led or contributed to the issue. It was also unknown if any troubleshooting or diagnostics were performed. It was unknown if the issue was resolved at the time of the report. The patient status was noted as alive, with injury. Per the healthcare provider, the patient had to have the device explanted yesterday, (B)(6) 2018 related to infection. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 23-apr-2018 from a healthcare professional who reported that they were treating the patient with antibiotics. No further complications were reported/anticipated.